Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit x-rays. During troubleshooting, the fse reviewed the log files and identified the error: ¿no communication with ippc.¿ further investigation revealed that the ippc had failed to boot. It was confirmed that the ippc was defective. To resolve the issue, the fse replaced the ippc. The faulty unit was returned to philips for failure analysis, which determined that a psu failure had prevented the ippc from powering on. After replacement, the system was restored to normal operation and returned to service in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.